Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic total hysterectomy. While closing the vaginal cuff, three different suturing devices were used. The needle kept falling out of the jaws of the device. The needle was removed from the patient cavity with graspers. In order to correct the issue, the barbed suture had to be pulled out in order to begin the stitch again which caused additional bleeding. It did not result in blood loss over 500cc. Surgical time was extended by one hour as a result of the product problem, but there were no adverse effects of the extended surgical time. Another device was used to complete the procedure. Patient has no injury.